Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they did not know the current status of their explanted devices. They noted that they weighed (B)(6) pound at the time of the event. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator(ins) for non-malignant pain. It was reported that the patient had a fall with their first implant, which cause their ins to move and their wires to be pulled. Therefore, it was reported that they eventually got the device replace. It was reported that this occurred in (B)(6) of last year (2016). No symptoms were reported. No further complications were reported/anticipated.